Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during testing, the basal settings from the scripts were entered into the pump: 12:00 am 0.775, 6:00 am 0 .750 10:00 am 0.700, 1 pm 0.650, 8:30 pm 0.650. The pump correctly calculated 16.90u for the basal totals. The pump history showed that the pump was programmed for 0.750u at 06:30am not 06:00 am. When the time was manually changed from 06:00 am to 06:30am in basal program 1, the pump calculated 16.91u. The pump was calculating the correct basal totals as set by the user. No defect was found with the pump during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that while reprograming a new pump, the basal rate totals did not add up as expected in comparison with the old pump. The patient was expecting basal rate totals of 16.9, however the new pump reportedly added up to 16.91. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.